Event description:
User received discrepant results for one patient sample. Repeat testing performed on another analyzer. Initial tsh result <0.01 miu/l, repeat result <0.5 miu/l. Initial ft3 result 4.8 pmol/l, repeat 1.6 pmol/l. Initial ft4 result 64.1 pmol/l, repeat result 10.6 pmol/l. Initial cortisol result 3178 nmol/l, repeat result 1421 nmol/l. No info was provided to determine if erroneous results were reported. Patient was not adversely affected. If add'l info is received, appropriate notification will be provided.